Manufacturer narrative:
Samples were returned for investigation. Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: a.3. Sex: female, b.2. Event attributed to: other, d.8. Device single use?: no, h.3. Device returned to manufacture: yes. Investigation summary: customer returned ( 4 ) 3/10cc 8mm x 31g syringes with one open poly bag. Consumer states shield hard to remove on some syringes and stopper is at an angle inside barrel; also reported hub separated from syringe. All returned syringes were examined and the following was observed: one (1) syringe exhibited the hub-needle/shield assembly separated from the barrel. The remaining 3 returned syringes were examined and none exhibited a deformed stopper. They were then tested to determine the shield removal force (specs: shield removal force for 3/10 cc after sterilization is 0.85 to 5.95lbs). Sample number: sample 1, shield removal force (lbs): 3.37; sample 2, 4.39; sample 3, 2.81. A review of the device history record was completed for batch # 7135568 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for dry barrels. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defects/conditions on lot number 7135568. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle/hub separation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure - shield difficult to remove/detach. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure: stopper disfigured. Sample was forwarded to manufacturing (holdrege) on 31 august 2018 for further review. On 17sep2018, holdrege received four (4) 0.3ml, 8mm, 31g syringes in an opened polybag from batch # 7135568. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. One (1) syringe exhibiting hub separation from the remainder of the device. The needle assembly and barrel were examined and no damage was noted at this time. No damage/defects were noted within the remainder of the returned samples. Probable root cause is likely an incomplete activation of the snap-fit design of the needle assembly onto the syringe barrel, resulting in transient assembly of the components together. The resulting device would be more likely to have the needle assembly disassemble, either during transit or initial activation by the end user. CAPA 97451 was initiated by the holdrege plant to address hub separates and their associated root cause(s). Batch# 7135568 was manufactured prior to corrective/preventive activities associated with this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had needle hub separation, the stopper was at an angle inside the barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7135568 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for dry barrels. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had needle hub separation, the stopper was at an angle inside the barrel. There was no report of exposure, serious injury or medical intervention.